Manufacturer narrative:
H3, h6: the navio drill part number 101209, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and it was revealed that the device experienced an e6 error. The reported problem was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is electrical component failure, thus causing the device to output an e6 error upon connecting to the navio system. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a navio-assisted tka surgery, an error e6 was displayed on the system. The machine was restarted and the anspach emax 2 plus hand piece - rohs connection was reseted but the error persisted. The procedure was finished with a smith and nephew back up device and without delays. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.